Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)"), device expulsion ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)") and pregnancy with contraceptive device ("confirmed post implant pregnancy/pregnancy (no complications)") in an adult female patient (gravida 1, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". The patient's past medical history included multigravida and parity 5 (B)(6) 1996, (B)(6) 2003, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Concurrent conditions included stress urinary incontinence and vulvovaginitis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/chronic pelvic pain"), menstrual disorder ("severe menstruation issues"), dyspareunia ("dyspareunia"), genital pain ("deep and severe female genital pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and depression ("psychological or psychiatric problems condition: depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total vaginal hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, menstrual disorder, dyspareunia, genital pain, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea and depression outcome was unknown, the pregnancy with contraceptive device had resolved and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, dyspareunia, embedded device, genital pain, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. No further causality assessment were provided for the product. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occluded successfully in both fallopian tubes. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs+mr receive: new events: vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea were added. Reporter, patient demographic information, other relevant history added and previously reported event pelvic pain outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated) / migration of essure (ovaries)"), device expulsion ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)") and pregnancy with contraceptive device ("confirmed post implant pregnancy/pregnancy (no complications)") in a 35-year-old female patient (gravida 1, para 1) who had essure (batch no. 919036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". The patient's past medical history included multigravida and parity 5 (((B)(6) 1996,(B)(6) 2003,(B)(6) 2009,(B)(6) 2010,(B)(6) 2013)). Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included stress urinary incontinence and vulvovaginitis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 months 5 days after insertion of essure, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psychological or psychiatric problems (anxiety)"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/chronic pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), stress urinary incontinence ("genuine stress urinary incontinence"), rectocele ("rectocele") and cystocele ("cystocele"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("severe menstruation issues"), genital pain ("deep and severe female genital pain") and depression ("psychological or psychiatric problems condition: depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total vaginal hysterectomy, total hysterectomy, uterus and cervix removed, hysterectomy.) And surgery (underwent a total vaginal hysterectomy). Essure was removed on 13-apr-2015. At the time of the report, the embedded device, device expulsion, menstrual disorder, dyspareunia, genital pain, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, stress urinary incontinence, rectocele and cystocele outcome was unknown, the pregnancy with contraceptive device had resolved and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, cystocele, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital pain, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rectocele, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jul-2012: total bilateral occlusion; on an unknown date: occluded successfully in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhered to the uterine serosa (device had migrated) / migration of essure (ovaries)"), device expulsion ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhered to the uterine serosa (device had migrated)") and pregnancy with contraceptive device ("confirmed post implant pregnancy/pregnancy (no complications)") in a 35-year-old female patient (gravida 1, para 1) who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". The patient's past medical history included multigravida and parity 5 (((B)(6) 1996, (B)(6) 2003, (B)(6) 2009,(B)(6) 2010,(B)(6) 2013)). Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included stress urinary incontinence and vulvovaginitis. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 months 5 days after insertion of essure, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psychological or psychiatric problems (anxiety)"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/chronic pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), stress urinary incontinence ("bladder or urinary problems or changes genuine stress urinary incontinence "), rectocele ("other injury/complication (rectocele)") and cystocele ("other injury/complication (cystocele)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("severe menstruation issues"), genital pain ("deep and severe female genital pain") and depression ("psychological or psychiatric problems condition: depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient underwent a total vaginal hysterectomy, total hysterectomy, uterus and cervix removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, menstrual disorder, dyspareunia, genital pain, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, stress urinary incontinence, rectocele and cystocele outcome was unknown, the pregnancy with contraceptive device had resolved and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, cystocele, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital pain, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rectocele, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on an unknown date: occluded successfully in both fallopian tubes. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet received. Lot number added. Events added from pfs- bladder or urinary problems or changes genuine stress urinary incontinence, other injury/complication (rectocele, cystocele). Onset date of event anxiety, pelvic pain, embedded device, dysmenorrhoea, menorrhagia, vaginal haemorrhage, pregnancy with contraceptive device were update. Concomitant drug, historical drug, age were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated) / migration of essure (ovaries)') and device expulsion ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)') in a 35-year-old female patient who had essure (batch no. 919036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". The patient's medical history included multigravida and parity 5 (((B)(6) 1996, (B)(6) 2003, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013)). Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included stress urinary incontinence and vulvovaginitis. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psychological or psychiatric problems (anxiety)"), 5 months 5 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("confirmed post implant pregnancy/pregnancy (no complications)"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/chronic pelvic pain / left side pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), stress urinary incontinence ("genuine stress urinary incontinence"), rectocele ("rectocele") and cystocele ("cystocele"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("severe menstruation issues"), genital pain ("deep and severe female genital pain"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (underwent a total vaginal hysterectomy and underwent a total vaginal hysterectomy, total hysterectomy, uterus and cervix removed, hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dyspareunia, genital pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, genital haemorrhage and metrorrhagia had resolved and the device expulsion, menstrual disorder, anxiety, depression, stress urinary incontinence, rectocele, cystocele and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, cystocele, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, genital pain, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, rectocele, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: occluded successfully in both fallopian tubes; on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)"), device expulsion ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)") and pregnancy with contraceptive device ("confirmed post implant pregnancy") in a female patient (gravida 1, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/chronic pelvic pain"), menstrual disorder ("severe menstruation issues"), dyspareunia ("dyspareunia") and genital pain ("deep and severe female genital pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total vaginal hysterectomy). Essure was removed. At the time of the report, the embedded device, device expulsion, pelvic pain, menstrual disorder, dyspareunia and genital pain outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, dyspareunia, embedded device, genital pain, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occluded successfully in both fallopian tubes. Most recent follow-up information incorporated above includes: on 7-mar-2018: after internal case review, the reported event information was updated and the plaintiff's information was removed from the narrative. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated) / migration of essure (ovaries)') and device expulsion ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)') in a 35-year-old female patient who had essure (batch no. 919036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". The patient's medical history included multigravida, parity 5 (((B)(6) 1996, (B)(6) 2003, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013)), vaginal bleeding, nausea, breast tenderness, anxiety, penicillin allergy, adenomyosis, amenorrhea, menometrorrhagia, dysmenorrhea, stress urinary incontinence, cystocele, rectocele, colporrhaphy, perineoplasty and cystoscopy. Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2012 and xanax. Concurrent conditions included stress urinary incontinence and vulvovaginitis. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psychological or psychiatric problems (anxiety)"), 5 months 5 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("confirmed post implant pregnancy/pregnancy (no complications)"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/chronic pelvic pain / left side pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), stress urinary incontinence ("genuine stress urinary incontinence"), rectocele ("rectocele") and cystocele ("cystocele"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("severe menstruation issues"), genital pain ("deep and severe female genital pain"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (underwent a total vaginal hysterectomy and underwent a total vaginal hysterectomy, total hysterectomy, uterus and cervix removed, hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dyspareunia, genital pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, genital haemorrhage and intermenstrual bleeding had resolved and the device expulsion, menstrual disorder, anxiety, depression, stress urinary incontinence, rectocele, cystocele and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2013. The reporter considered anxiety, cystocele, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, genital pain, heavy menstrual bleeding, intermenstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, pregnancy with contraceptive device, rectocele, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: occluded successfully in both fallopian tubes; on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: medical record received: medical history, reporter information, delivery-type, note and date, were added. Patient demographic was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated) / migration of essure (ovaries)') and device expulsion ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)') in a 35-year-old female patient who had essure (batch no. 919036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". The patient's medical history included multigravida and parity 5 (( (B)(6) 1996,(B)(6) 2003,(B)(6) 2009, (B)(6) 2010, (B)(6) 2013)). Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included stress urinary incontinence and vulvovaginitis. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psychological or psychiatric problems (anxiety)"), 5 months 5 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("confirmed post implant pregnancy/pregnancy (no complications)"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/chronic pelvic pain / left side pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), stress urinary incontinence ("genuine stress urinary incontinence"), rectocele ("rectocele") and cystocele ("cystocele"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("severe menstruation issues"), genital pain ("deep and severe female genital pain"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (underwent a total vaginal hysterectomy and underwent a total vaginal hysterectomy, total hysterectomy, uterus and cervix removed, hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dyspareunia, genital pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, genital haemorrhage and metrorrhagia had resolved and the device expulsion, menstrual disorder, anxiety, depression, stress urinary incontinence, rectocele, cystocele and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, cystocele, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, genital pain, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, rectocele, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: occluded successfully in both fallopian tubes; on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of event "bleeding and pain" were updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated) / migration of essure (ovaries)'), device expulsion ('one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhereed to the uterine serosa (device had migrated)') and pregnancy with contraceptive device ('confirmed post implant pregnancy/pregnancy (no complications)') in a 35-year-old female patient who had essure (batch no. 919036) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". The patient's medical history included multigravida and parity 5 ((B)(6) 1996, (B)(6) 2003, (B)(6) 2009,(B)(6) 2010,(B)(6) 2013)). Previously administered products included for an unreported indication: depo provera from (B)(6) 2010 to (B)(6) 2012. Concurrent conditions included stress urinary incontinence and vulvovaginitis. Concomitant products included alprazolam (xanax), medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2015 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish / psychological or psychiatric problems (anxiety)"), 5 months 5 days after insertion of essure. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/chronic pelvic pain / left side pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), stress urinary incontinence ("genuine stress urinary incontinence"), rectocele ("rectocele") and cystocele ("cystocele"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("severe menstruation issues"), genital pain ("deep and severe female genital pain"), depression ("psychological or psychiatric problems condition: depression"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (underwent a total vaginal hysterectomy and underwent a total vaginal hysterectomy, total hysterectomy, uterus and cervix removed, hysterectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, genital haemorrhage and metrorrhagia had resolved and the device expulsion, menstrual disorder, genital pain, anxiety, vaginal haemorrhage, depression, stress urinary incontinence, rectocele, cystocele and post procedural complication outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, cystocele, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, genital pain, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication, pregnancy with contraceptive device, rectocele, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Plaintiff received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: occluded successfully in both fallopian tubes; on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, metrorrhagia, post removal complications added. Event outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one cornu has an adhered linear coiled metallic foreign body/stent that is 25 mm in length, 10 mm in diameter that is adhered to the uterine serosa, this confirmed the device had migrated") and pregnancy with contraceptive device ("may be pregnant even though she had the essure device implanted for permanent sterilization/confirmed that plaintiff pamela workman would have a post implant pregnancy") in a female patient (gravida 1, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant even though she had the essure device implanted for permanent sterilization". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/chronic pelvic pain"), menstrual disorder ("severe menstruation issues"), dyspareunia ("dyspareunia") and genital pain ("deep and severe female genital pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a total vaginal hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, dyspareunia and genital pain outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, dyspareunia, genital pain, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: during vaginal hysterectomy, it was found that the essure coil could be seen that had come loose from its insertion point against the ovary. This was carefully dissected away. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occluded successfully in both fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.